Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle and would not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer device and verified the reported issue. It was determined that the root cause of the device not completing a boot-up cycle during initialization when turned on is due to the single board computer on the system pcb assembly. The devices was scrapped by stryker and customer ordered a new device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle and would not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.